Event description:
It was reported that the patient experienced implant fracture at tooth site #29. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: evaluation method codes were added: 10, 4109, 4111, 3331. H6: evaluation result code was added: 3252. H6: evaluation conclusions code was added: 4307. Zimvie received one (1) tsvt4b10, tapered screw-vent implants with full mtx surface texturing and microgrooves for evaluation. Images are attached. Visual evaluation was performed, product was evaluated and filed- fracture identified at the collar. Debris inside implant. This complaint refers to the tsvt4b10, tapered screw-vent implants with full mtx surface texturing and microgrooves DHR review was completed for the subject lot number 1231043. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1231043 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.